Event description:
Patient was admitted into the hospital and their home medications were documented. Patient¿s home medications included rythmol extended release 225mg by mouth twice daily. Rythmol extended release versus immediate release is not distinguished within epic. While reconciling medications, rythmol immediate release 225mg by mouth twice daily was ordered and given to the patient instead of rythmol extended release 225mg by mouth twice daily. This error lead to the patient being under dosed during their hospital stay. Patient was discharged back on rythmol extended release 225mg by mouth twice daily. In doing research, we noted there was an ismp report involving the same issue with oxycodone extended release versus immediate release. We think there should be a comprehensive review involving all products with the different formulations. (B)(6); access number: (B)(4).